Event description:
It was reported that during an thoracic procedure, an endoscopic stapler was used to remove a bleb from a patient, and the staple cartridge was stuck in the stapler after firing. The stapler was unable to be reloaded rendering it useless. A new stapler had to be opened in order to finish the surgery. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 6/03/2026. D4: batch #921c40. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with one gst45w reload loaded on the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Always ensure that the retaining cap is in place when a reload is installed into a device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the cartridge was loaded and removed of the device without difficulties during functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Also, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech45s lot number c9dz87 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 921c40, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.